Event description:
A philips field service engineer (fse) reported that the customer's CT table had a crack in it. There was no report of harm to a patient or operator associated with this event. The fse determined that the customer did not insert the footboard extension into the CT table completely and when they lowered the CT table down, the footboard came into contact with the gantry which resulted in cracking the CT table. The customer did not inform philips of this incident until a later date and chose to continue using the CT table with the crack in it and declined any service from philips. If the CT table and/or footboard extension were to come into contact with the gantry, there is potential for serious injury by trapping a body part between the CT table and gantry resulting in direct injury or removal of medical equipment connected to the patient.

Manufacturer narrative:
(B)(4). The customer reported that when lowering the patient support of their philips brilliance 64 slice CT system, the foot rest extension contacted the bore and cracked the carbon top of the patient support. There was no harm to a patient, operator or bystander associated with this issue. This event was discovered by the philips field service engineer (fse) when he was on site for servicing the system for a table motion issue, which is addressed by a subsequent complaint. The customer did not provide the exact date of the collision of the footrest extension and the carbon top. The customer informed the fse that they had not fully inserted the foot rest extension into the carbon top. The customer had added additional padding to the foot rest extension which caused it to not seat properly when inserted into the carbon top. This resulted in the foot rest extension extending further than it would have had it been connected properly and subsequently, allowed the foot rest to contact the bore when lowering the patient support. The customer declined to have the system repaired by philips service and continued to use the system against the advice of the fse. On (B)(6) 2014, the patient support carbon table top and the patient support tape switch were replaced to resolve the issue. The failed patient support carbon table top was sent to the cleveland factory for further analysis. The fse repair actions were documented in an sap service work order. After replacement of the carbon top, there have been no further recurrences of the event at the site; the system is working as specified. CT engineering stated that the part was visually inspected. The crack on the carbon top was observed in the area where the insert for the accessories attachment is bonded. CT engineering also tested the defective top with a footrest that was not fully inserted, and found that the footrest will contact the cone when it is not fully inserted into the carbon top slot. At this stage the couch can be lowered. The couch cannot be lowered if the carbon top is moved into the bore because of the collision routine. A test by leaving the footrest not fully inserted in the slot in the carbon top also shows that the curvature of the gantry cone tries to push the footrest into the carbon top slot instead of wedging the footrest between the cone and the carbon top. The engineering test details are documented in engineering notebook. As per the fse, the cause for the crack is an accessory incompletely inserted in the slot and couch moved down which would have caused the accessory to contact the gantry and crack the insert in the lower area. The fse replaced the carbon top to resolve the issue. CT engineering determined that the risk associated with this event is acceptable. The customer did not insert the footboard completely into the CT table top. When the table was lowered, the footboard contacted the gantry which resulted in the table top cracking. The risk of the footboard contacting the gantry would be acceptable risk and the following mitigations apply: couch horizontal motion shall shutdown if a linear force greater than 40 pounds for standard or low sag couches; or 70 pound for bariatric or extended couches is encountered while moving. Instruction in instruction for use to watch patient during all movement. In addition to the mitigation in (f), during a scan, the system (cirs) checks that the couch moves in the planned direction. Scan is stopped if the wrong motion is detected. Also, the instructions for use for brilliance 64 volume 1 contain the following warnings to the user while using positional aids (such as head and foot holders): do not use any positioning aids not mentioned in this chapter. For all couch types, take care when using attachments (such as head and foot holders) to avoid collision with the gantry. Warning: be aware of possible pinch points between the foot extension and the gantry. The philips systems should not be used if the following contraindications occur: if any part of the equipment or system is known to be operating improperly or wrongly-adjusted, do not use the system until a repair has been made. Contact philips service for repair. On (B)(6) 2014, the fse replaced the patient support carbon table top and the patient support tape switch to resolve the issue. The customer added extra padding to the footrest which led to collision between the carbon top and the footrest. This was due to use error.